Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver displayed an out of range signal. There was no report of injury or medical intervention. No additional event or patient information is available.